Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that the table has an intermittent fault. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported the table was moving 1cm horizontally when the tapeswitch was released but when the system was started up at the beginning of the day, the table top moved uncommanded in 1cm increments until e-stop opened. The fse determined that the horizontal encoders had failed causing a discrepancy between the absolute and relative encoders of the table top. The total movement of the table was 1cm. The fse stated that the faulty relative encoder would drift during use, so that absolute and relative would become out of sync, thereby, causing the uncommanded motion. The fse replaced the relative encoder and the absolute encoder to resolve the issue. The event occurred again at the site four days after the relative encoder was replaced. The absolute encoder was replaced at that time. Subsequent complaints were opened to address this issue and also the issue of the uncommanded motion when the tapeswitch was released. The bug reports were provided for engineering assessment engineering investigated the defective log files. Upon evaluation, engineering determined that although the logs supplied do not show this error, the description of the complaint (the fse reported the table was moving 1cm when the tapeswitch was released.) Matches a known issue related to an offset within the acs motion controller which is not controlled by software. It infrequently gets a small offset loaded into it which is added to the requested position. Thus the couch will always move to the requested position plus this offset when commanded to move to a position. When the tape switch is released it is requested to move to the current position. In this case it will move to the current position plus the offset (in this case about 1 mm). CT engineering determined this issue to be of acceptable risk and if this malfunction were to recur, during a patient scan and the absolute and relative encoders failed, the movement of the table would be halted by the estop. The following mitigations for this issue include: provide stop buttons to stop motions, instructions in instruction for use to observe patient during all movements. The fse replaced the relative encoder and the absolute encoder to resolve the issue. Because the issue was not present in the log files provided, a cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable cause was determined to be the failure of the absolute and relative encoders.

Event description:
The customer reported that the table has an intermittent fault. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported the table was moving 1cm when the tapeswitch was released, but when the system was started up at the beginning of the day, the table top moved uncommanded in 1cm increments until e-stop was pressed. The fse determined that the horizontal encoders had failed causing a discrepancy between the absolute and relative encoders of the table top. The fse replaced the relative encoder and the absolute encoder to resolve the issue.

Event description:
The customer reported that the table has an intermittent fault. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported the table was moving 1cm when the tapeswitch was released, but when the system was started up at the beginning of the day, the table top moved uncommanded in 1cm increments until e-stop was pressed. The fse determined that the horizontal encoders had failed causing a discrepancy between the absolute and relative encoders of the table top. The fse replaced the relative encoder and the absolute encoder to resolve the issue.

Manufacturer narrative:
(B)(4).